Event description:
The customer reported the wash probe broke in half and fluid leaked outside the instrument and onto the counter when entering the laboratory involving the coulter lh 780 hematology analyzer. The customer also noted blue precipitate on the counter and floor. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event - results were not generated. The laboratory has an exposure control plan in place. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the wash cup in several pieces. The fse replaced the probe wipe assembly and aligned it to the blood sampling valve (bsv) probe to resolve the fluid leak issue. The instrument conformed to the manufacturer's published specifications. Probe wipe assembly. (B)(4).